Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended. Resistance testing found the lead was electrically continuous. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited no capture despite maximum device outputs due to dislodgement. A revision procedure was performed and efforts to reposition the lead were unsuccessful as the helix mechanism would not re-extend. The lead was explanted and replaced. No additional adverse patient effects were reported.